Event description:
It was reported that during a device change out due to eri, the patient complained of a "shocking sensation" near the device pocket during device testing. Fluoroscopy showed the lead kinked near the pocket. The lead was explanted.